Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If additional relevant information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on 17 apr 2013 10:40:53. During night drain cycle five, the patient's ultrafiltration reading was 932ml, indicating the home patient (hp) drained 932ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.